Manufacturer narrative:
Visual inspection of the returned device confirmed that the knob of the draw rod is fractured from the shaft. Device history records were reviewed for this lot and no relevant manufacturing issues were identified. A review of product history identified no similar complaints for this lot. The device was manufactured in december 2015. From instruments general IFU, "the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order." The most likely root cause of reported event is normal wear due to age.

Event description:
It was reported that during insertion of a cage, a vlift expander inner shaft fractured intra-operatively. The cage was left inside the patient partially expanded as an alternative device was not available. This attributed to a 15 minute surgical delay. On 12/03/2019, we were informed that the patient had undergone revision surgery to replace the device that was placed by this instrument.

Event description:
It was reported that during insertion of a cage, a vlift expander inner shaft fractured intra-operatively. The cage was left inside the patient partially expanded as an alternative device was not available. This attributed to a 15 minute surgical delay. On 12/03/2019, we were informed that the patient had undergone revision surgery to replace the device that was placed by this instrument.